Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the ins used to take 45 minutes to charge but was now taking 1.5 hours to charge. The patient stated that they would start to charge the ins when the battery was anywhere from 30-50% and it would go the 40-60% in the first 15 minutes; the patient said after that the ins will only charge 10% every 15 minutes. The patient stated that the first 20% of charging the ins battery goes fast up to 40% and after that charging the ins takes longer. The patient noted that they had been keeping track of charging intervals and said that the controller battery was at 70% and then the controller battery goes down maybe 10-20% as controller is the charging ins, down to 50% after the ins is charged. The patient noticed that recharging was "excellent the whole time" they were charging the ins. Patient services reviewed that the ins charge time can take a few hours to charge from 0 to 100 and that the controller battery decreasing when charging ins was normal; it was recommended to charge the ins to 100% to increase time between charges and the patient could charge more often to avoid a longer time frame of charging ins. The patient was directed to their healthcare professional. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that there was no change, it started doing it on its own. The patient reported that nothing was done, said it was normal. The patient reported that nothing was resolved and he was very unhappy the charging had no rhyme or reason. The patient reported that it could take anywhere from 1 hour to 2.5 hours to charge. The patient reported that he had at one time or another have had the paddle and controller replaced. No further complications were reported.